Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the, "pt received a trident ceramic on ceramic left hip system. It was further alleged that, the pt is experiencing "squeaking" from the system."

Manufacturer narrative:
The info in this report was provided by (B)(4). No additional info is available at this time. The devices are not available due to the ongoing litigation.